Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 381 mg/dl, and a visual check suggested a leak at the connector; after guided troubleshooting, the cartridge and infusion set were replaced, delivery was resumed, and blood glucose decreased to approximately 314 mg/dl, with education provided to secure the tubing. Symptoms included hyperglycemia. Outcomes included minor illness or impairment and insufficient information regarding broader impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage related to a seal, consistent with a fluid leak associated with the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.